Manufacturer narrative:
It was reported that the gauze was fraying and releasing fragments into the wound during use. No additional details were reported. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the gauze was fraying and releasing fragments into the wound during use. No additional details were reported.